Manufacturer narrative:
(B)(4). Two expedium 6x45mm polyaxial screws (product code: 1797-15-645, lot number: rl175088), were returned to the complaints handling unit (chu). Both 1797-15-645 polyaxial screws were received with the shank broken off at the neck. Due to the manner with which they broke, it is not readily apparent which shank is associated with which head. The heads for both screws cannot be rotated in their associated tulip heads, and the shanks appear to have been swung over to the far side of their range of motion. Due to them breaking, both were submitted for fracture analysis. Features on these components indicate a bending overload with evidence of the fracture surfaces burnishing each other from in-vivo cyclic loading post-fracture. Additionally, the drive feature of that same shank appeared obstructed but was difficult to evaluate due to the position and a coating of biological tissue and blood; the obstruction may be the remaining tip of one of the fractured drivers. No material defects or other abnormalities were observed in this analysis. Supplemental hardness tests could not be performed on the two broken 1797-15-645 screws as the topography of each screw will not permit the pin used in hardness testing to sit unhindered and flush to the surface. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screws breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a bending overload failure due to unexpectedly high stress placed on the neck of the screws postoperatively. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a scheduled expedium removal on (B)(6) 2015 that was scheduled for reinstrumentation. There was an expedium construct done 2 years ago at l4-5. The l5 expedium screws (6.5x45), placed bilaterally, were sheared off below the tulip head. A trephine and screw removal was used from the srb to remove the broken screws. Upon reinstrumenting qty 2 expedium screwdriver stripped off in the interface of the bone screws. The first driver stripped in the viper cortical fix bone screw of the left l3 pedicle. A rod and cap were final tightened to the screw and it was cork screwed out and replaced. The second driver stripped in viper cortical fix screw in the right l5 pedicle hole that was already there. When the same technique was used to remove this screw the tulip head popped off leaving a naked bone screw with no screw interface in it. Again a trephine and broken screw removal was used to remove the screw. Both viper cortical fix screws were 7x45. The surgeon did not replace that screw. The construct was then locked down. (As noted in the adverse consequence field on the complaint form: surgeon was unable to complete the surgery as planned).